Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt's scs system is turning off on its own, and she is unable to turn it back on. An sjm rep resolved the issue with reprogramming. However, the issue reoccurred. Surgical intervention will be taken at a later date to address this issue.